Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The 2.5x32mm promus element stent was removed from package and inspected prior to use, upon inspection it was noted that the stent was deformed and irregular in appearance. The device was not used and procedure was completed with another of the same device. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified distal stent damage. The distal half of the stent was stretched to 2mm distal of the distal end of the tip of the device. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The 2.5x32mm promus element stent was removed from package and inspected prior to use, upon inspection it was noted that the stent was deformed and irregular in appearance. The device was not used and procedure was completed with another of the same device. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.